Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer dropped the pump and the touch screen became shattered. Customer is unable to see any of the pump options and navigate through the touch screen due to the damage. Customer's blood glucose was 80 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.